Event description:
The customer reported that the sound is full of static on the alarm. There was no patient injury reported. Evaluation of the products by posey shows that the alarm sound cuts out during testing.

Manufacturer narrative:
(B) (4) - static sound. Evaluation of the returned product shows that the alarm sound cuts out during testing. The battery operation failed. (B) (4).